Manufacturer narrative:
Final analysis found a partial lead with an external insulation abrasion 6.5 to 8.1 cm from the connector pin breaching all the cable lumens consistent with friction to the device can. One filar of the inner coil was found abraded and the rest were found to be fractured consistent with damage due to the twisted lead body. An external insulation abrasion was found 7.7 to 8.1 cm from the connector pin breaching the rv and inner coil lumens. The abrasion was consistent with friction to the device can.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator, right atrial and right ventricular lead revision procedure on (B)(6) 2018. The patient's implantable cardioverter defibrillator had exhibited an alert for possible high voltage circuit damage on (B)(6) 2014. Additionally, the device had reached elective replacement indicator on (B)(6) 2017. The patient's right atrial and right ventricular leads had exhibited low and out of range impedance. The right ventricular lead also exhibited a loss of capture. During the procedure, the leads were noted to be tightly twisted in the pocket. Multiple breaks in the lead conductors were noted. The right ventricular lead was capped and replaced. The right atrial lead was capped. The device was removed and replaced. The patient did not experience any adverse events throughout.

Manufacturer narrative:
Correction. Break code should have been included.